Manufacturer narrative:
On 05/17/18, it was reported to mentor that the device history record (DHR) of lot number 204937 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round moderate profile 375cc, catalog number 3542660, lot number 195414. (B)(4).

Event description:
It was reported that female patient underwent a breast augmentation procedure with a saline mentor siltex round moderate profile 375cc on the left breast implant and with saline mentor siltex round moderate profile 425cc on the right breast implant and experienced bilateral deflation. The deflation on the left breast implant was observed on (B)(6) 2010 when the patient was (B)(6)-year-old and the deflation on the right breast implant was observed on (B)(6) 2018 when the patient was (B)(6)-years old. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 550cc on the left breast implant and with gel mentor memorygel breast implant 600cc on the right breast implant on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 05/29/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt to mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.5 cm at the end of an area of siltex cracking on the posterior view. A line of shell wear was also observed at the end of the siltex cracking on the posterior view extending to the anterior, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 204937 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, siltex cracking and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).